Event description:
Complainant alleged that the medics were responding to a call for a 78 y/o male pt in cardiac arrest. Upon the medics arrival the pt had a mottled appearance, was apneic, with no pulse, and his pupils were non-reactive. The medics then attempted to monitor the pt, but the device would not power-up. The medics then changed the batteries, but the device did not power-up. The batteries were changed a third time, and still the device failed to power-up. A second ambulance arrived on the scene, and the crew was able to obtain another device to monitor the pt. The medics indicated that the alleged malfunction "did not affect pt outcome", the pt had expired prior to their arrival on the scene, and upon their arrival the pt exhibited "signs incompatible with life".